Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified inferior artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm. Also, a pinhole was noted on the balloon. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.